Manufacturer narrative:
(B)(4).

Event description:
It was reported that high out of range atrial lead impedance was noted during the post-procedure device interrogation. The lead was properly connected to the header. Psa measurements were normal. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
No conclusion code available. The reported set screw anomaly and high atrial lead impedance were confirmed in the laboratory. An anomalous component on the header was found to be the cause of the high pacing lead impedance.